Manufacturer narrative:
(B)(4). Results and conclusion: (root cause of the event could not be determined). (Reaction). (No results available since no evaluation performed). Device or procedural images not provided for review. (Device not returned). Date of event -year only valid. Date of implant -year only valid.

Event description:
It was reported that the patient had a resolute integrity drug-eluting stent implanted and following year it was reported that the patient experienced a rash. The patient's dapt medication was changed but this made no impact on the rash. There were no additional clinical sequelae reported.